Event description:
On (B)(6) 2015 the patient underwent a normal change position of the device because of pain. After the doctor opened the pocket she saw that it was infected (purulence was there). They decided to explant the whole system. Patient information is unavailable.